Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the stapler instrument or reload(s) involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. A stapler log review has also been performed by an isi failure analysis engineer (fae). A review shows that endowrist stapler 45 instrument (part #470298-14, lot #t10201207-0004) was installed fifteen times and fired seven reloads (all blue). All firings were completed per the logs. There were no incomplete clamps by this instrument. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after completion of da vinci-assisted gastrectomy procedure, the patient experienced anastomotic bleeding. As a result, the patient required four units of blood and hemostasis was achieved via endoscopic treatment. The cause of the post-operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, an endowrist stapler 45 instrument was used to create an anastomosis of the stomach and duodenum. There was no intra-operative bleeding observed and the case was completed robotically. On the day of the procedure and after completion of the surgical procedure, anastomotic bleeding was observed. The bleeding was observed from the duodenum and gastric anastomosis site. Hemostasis was achieved using via endoscopy. The estimated blood loss was unknown. However, the patient required four units of blood. The surgeon confirmed that there was no malfunction of the endowrist stapler 45 instrument. There were no alarms or faults, and no clamping or unclamping issues encountered during surgery. The patient was subsequently discharged.

Manufacturer narrative:
The stapler 45 instrument (part #470298-14; lot #t10201207-0002) associated with the reported event was returned and evaluated. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument passed initialization. The instrument moved intuitively with a full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired, and unclamped without any issues. The instrument was fully functional. A review of logs found no failures. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.